Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post procedure, patient experienced phrenic nerve stimulation (pns) and the vector was changed over the next few weeks however patient continue to have pns. There were no electrical issues with the lead. Physician elected to upgrade the entire system to a quadripolar system. Lead was explanted and a new lead was implanted. Lead had to be reprogrammed however patient had minimal pns and was stable.